Event description:
It was reported the device was dropped and the display and case are cracked. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report that the liquid crystal display (lcd) and lower case were cracked. It was also noted that the upper case and one side bail cover were broken, the battery contacts were compressed, the ring bail was bent, the encoder flex was out of specification and the keyboard was scratched.